Event description:
Information received from the (B)(6) clinical trial, subject (B)(6). The patient was randomized to IV-tpa (tissue plasminogen activator) and solitaire and treated on (B)(6) 2013. The patient was reported to have had an adverse event of cerebral petechial hemorrhage. The adverse event was said to be procedure related, but the outcome has not been finalized. The patient¿s condition was reported to be ongoing.

Manufacturer narrative:
The device involved in the event will not been returned for evaluation as it was discarded.(B)(4)

Manufacturer narrative:
(Changed date of exp from 01/16/2013 to 01/06/2014). Received additional information on (B)(6) 2014 stating that no treatment was given for the adverse event of cerebral petechial hemorrhage and it was considered to be non-serious. The most current patient status was on from the 90 day visit on (B)(6) 2013 when the patient was cleared to go back to work. (B)(4).